Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was not possible to confirm any foreign matter adhering to or clogging the sub-water channel, and it was not possible to identify the foreign matter. It was confirmed that reprocessing was carried out in accordance with the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the jet tube being clogged due to insufficient cleaning, additional findings were as follows: air/water cylinder had no color; suction cylinder had no color; adhesive on bending section cover had a crack; due to clogging of jet tube normal water supply was not performed and water could not be supplied. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the jet tube was clogged. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.